Event description:
It was reported that the zimmer dermatome ii 3 inch width plate had an appearance of bubbles on the surface finish. Add'l clinical follow up with the customer indicated that the device was used without any issues and there was no patient harm, extended surgical time or medical intervention required.

Manufacturer narrative:
The device was not reported to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.